Manufacturer narrative:
The endoscope was returned to the endochoice service center for evaluation and repair. It was found that the endoscope did not angulate properly and the air/water channel required repair.

Event description:
During a colonoscopy procedure, it was reported by the medical facility that all of the display monitors lost the image and went black when the endoscope was angulated. The device was withdrawn and the case was concluded with another colonoscope. There was no report of injury or other negative health consequences to any patient.